Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: moisture was observed behind the display screen. The pump failed a leak test du to a missing audio bolus button. Moisture was found on the internal components of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.